Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 5 on the home choice (hc). The caregiver (cg) was at load the cassette. The cg stated he followed the instructions in the patient at home guide. The technical service representative (tsr) explained the alarm. The cg stated the home patient (hp) did not disconnect. The cg was not sure if the unused lines were closed. There were no leaks. The tsr advised the cg to let the registered nurse (rn) know about the alarm. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg stated they did not notice anything unusual at the time of the alarm. The home patient (hp) used manual supplies to complete therapy and resumed therapy on the cycler the following day. The peritoneal dialysis nurse (pdrn) was made aware of the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.